Manufacturer narrative:
Other applicable components are: product ID: 37754, serial# (B)(4), implanted: (B)(6) 2012, product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (37761) found that it had a broken connector pin. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient's desktop charger was plugging into the ins recharger (insr) upside down and that arrows were backwards. It was reported that the desktop charger connector pin was bad. The desktop charger was not able to charge the insr and the ins went into over-discharge. A new desktop charger was sent to the patient but when they plugged it into the insr it started beeping. It was noted that the insr lost its software. Resetting the insr did not resolve the issue, so a new one was sent to the patient. The rep stated that they were going to trickle charge the ins. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.